Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and, as a result, experienced a seizure. It was indicated that the customer went to the emergency room, and later was placed in the intensive care unit (time duration unspecified). There is no indication whether third-party non-healthcare professional treatment, or healthcare professional treatment was provided. Furthermore, a healthcare meter result of "1010" was also reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and the reader turns on with button press. No issues were observed. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.